Event description:
The customer reported via phone call that the insulin pump has a thin crack on top of the screen. Customer did not know how the damage occurred. Customer's blood glucose value at the time of the event is unknown but she was currently experiencing low blood glucose of 50 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had cracked case at display window corner, cracked belt clip slot, cracked lcd window, cracked reservoir tube, stained end cap sticker, battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.